Event description:
On 06/20/97. 21 year old male had explant due to calcification, cusp degeneration and regurgitation. This valve was replaced with a 25mm st. Jude. The site relates the event to the homograft.